Manufacturer narrative:
(B) (4). Evaluation results and conclusion: angulated and calcified aortic neck, severely calcified and tortuous vessels).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 9.2 cm abdominal aortic aneurysm. The aortic neck had 45 degree angulation with heavy calcification. The vessels were severely calcified and severely tortuous and 11-13 mm in diameter; however, the lumen was smaller due to the calcification. The left internal iliac was coiled prior to the procedure. After dilatation of the access vessel, the talent bifurcated stent graft delivery system was inserted. During deployment, resistance on the delivery system was encountered, mainly due to the tight access vessel, and the deployed stent graft ended up moving forward and covered both renal arteries. The stent graft could not be pulled down from the below the level of the renal arteries. The decision was made to perform an open surgical repair which was successful. No additional clinical sequelae were reported, and the patient is fine.